Manufacturer narrative:
(B)(4).

Event description:
It was reported upon a device checkup, fluoroscopy revealed possible externalized conductors. Implanting a new lead was suggested. No adverse consequences were detected. No further intervention was completed.